Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the cable from the display to the video receiver board which corrected the issue, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer the cs100 intra-aortic balloon pump (iabp) had a display that was continuously flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: e1(site country), h6 (type of investigation, investigation findings, investigation conclusions). Additional information:e1(event site postal code - (B)(6)).